Event description:
My first surgery to get breast implants happened on (B)(6) 2010 in (B)(6) by dr. (B)(6) and I was implanted with 550cc smooth round silicone breast implants, after my surgery I was rather unhappy with my initial results as I was left with uneven nipples one side higher than the other side and excruciating pain that lasted for nearly six months, and left me unable to perform everyday task such as raising my arms, bending over, hugging, and whenever I lied down my left breast fell over to the point that it in my armpit causing my skin to feel like it was on fire and could rip apart from my other breast, I consulted with my surgeon about this and he told me that it would get better with time and after six months nothing had seemed to change or get any better and a second surgery was arranged to correct the problem, he told me that the weight of the implants was the problem causing my chest wall on the left side to collapse and where the implants was smooth the tissues wasn't able to keep this from happening again therefore he recommended that I have a second surgery performed. Instead of getting smooth implants he said I should get textured ones due to many breast cancer patients get these due to the fact that your tissue can grow to them unlike the smooth ones and I took his advice, and I had my second surgery performed on (B)(6) 2011. I was then implanted with allergen natural textured silicone implants 600cc. After my second surgery I was rather happy with my initial results, as my nipples where aligned straight plus everything else seemed to be more even where it was supposed to be, even the pain was nothing like I had experienced after the first surgery. Then about year and a half after my second surgery I started noticing sharp and stabbing pains that would happen unexpectedly, but would cease as quickly as they came about, I also then noticed that I was or had developed a knot on my left breast which felt hard to the touch and it was tender to the touch. The pains I had been experiencing become more consistent over the next few years and the knot also become more larger in size, and it become noticeable in my skin as well as my clothes, I become rather worried bout this problem as I had been awoken one day to extreme pains in my chest that only got worse as I breathed and as time went on that day, I felt like I had a elephant sitting on my chest and before he set down he kicked me in my chest. I ended up going to the emergency room later that day, and I was told that I needed to make appointment to have a needle inserted into the knot, and then suck out the fluid that was in it and they told me that this should correct the problems I was having and I was released from the hospital. Couple days after that I noticed that the pain had ceased for the most part, and I chose not go back and have the procedure done that I had been recommended because I honestly thought that since I felt better things would be ok, and it would all work itself out on its own, however looking back on it now I wish that I would of listened, and at least tried because I've been left with the same problems. My pains are constant within my chest and nipples, I get sharp, burning, stabbing pains as well as dull aching pains between my breast and armpits. I've found myself having shortness of breath, dizziness, heavy chested pain throughout my chest cavity that I can't even explain that sometimes make it hard to sleep, breathe or even move at all sometimes. I wish that I would of never gotten this surgery to began with and I'm extremely disappointed with the fact that I paid so much money to ultimately end up with such a situation that has left my body not only scared but in constant pain, it was not worth it at all. After seeing the recalls about this issue I become rather worried that I to could have been one of the unlucky few to be diagnosed with cancer from the implants in which I had received during my second surgery in 2011, however I haven't yet been back to see a doctor about this issue because of my own fear from it all. However I do believe that I have contracted cancer from this which makes it even greater disappointment to me. I lost my implant card and I've tried to figure out that how I could or would be able to somehow get it replaced with a new one, but all my resources have failed me, my surgeon is no longer in practice anymore and the place that I had it done informed me that they don't keep records dating back that far so, therefore I have no clue what I can do to get another implant card so that I can or could be able to have another surgery performed to help correct this problem, but if anyone could help to possibly steer me into a solution for this it would be greatly appreciated. FDA safety report ID #(B)(4).